Event description:
It was reported that there was an alert for high impedance on the right ventricular (rv) lead defibrillation coil. The alert threshold was raised and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.